Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported during a myosure procedure for uterine tissue removal on (B)(6) 2017, the fluid deficit started to rise. The physician removed the hysteroscope and "added an extra tenaculum to narrow the cervix". Suddenly, the cervix started to "bleed firmly". The physician "placed a balloon to stop the bleeding" and continued with the procedure. The fluid deficit continued to rise totaling 2175ml. The physician then aborted the procedure. There was no intervention to the patient due to the fluid deficit. Approximately one hour post procedure the patient's electrolytes were good.